Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device was unable to be performed as the torus graft remains in the patient and the delivery system was not returned for evaluation. Endologix received one (1) torus stent graft delivery system for device evaluation on (B)(6) 2025. The device had slight blood residue present on the delivery system. The device was decontaminated. The device was received without the stent graft, as it had been implanted in the patient. The outer diameter of the inner shaft, the dimensions of the landing pad where the stent typically sits, and the inner diameter of the outer shaft were measured. Additionally, a thorough visual inspection for any defects was performed. All measured dimensions were found to be within specification, and no visual defects were observed on the surfaces of either the inner shaft, landing pad, or outer shaft. Since the stent graft had already been implanted, the probable root cause of the stent graft¿s non-expansion issue could not be determined. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the difficulty to deploy the second 6x200mm stent (distal) is confirmed. This is consistent with the reported adverse event/incident. The clinical assessment determined that there was evidence to reasonably suggest the proximal stent had landed low or possibly migrated requiring placement of non-endologix proximal stent during the ptab index procedure that was not included in the event as reported. This was discovered during review of the operative report dated (B)(6) 2025. Additionally, the clinical assessment determined that the patient experienced hemodynamic instability, a retroperitoneal hemorrhage requiring administration of blood products, intravenous fluids, and vasopressors. The patient also developed respiratory failure and loss of consciousness requiring cardiopulmonary resuscitation and subsequently died. These clinical findings were not included in the originally reported event. These additional findings were discovered during review of the discharge summary dated (B)(6) 2025. Device, user, anatomy or procedure relatedness of this complaint could not be determined. Procedure related harms include hemodynamic instability, retroperitoneal hemorrhage with pelvic extra peritoneum and respiratory failure. Though definitive root causes cannot be determined for the deployment difficulty and possible malposition it should be noted that the patient had multiple comorbidities including a previous right above the knee amputation and severe aorto-iliac vascular disease. The patient was initially admitted (B)(6) 2025 for left foot osteomyelitis and dry gangrene, with non-viable digits. The retroperitoneal and bilateral pelvis extra peritoneum source was never clearly identified (abnormal blood loss). The post-operative respiratory failure was multifactorial and likely due to bilateral pleural effusions and fluid overload. The hospital course was complicated by continued gangrene and necrosis of the left foot, requiring multiple procedures. This could have contributed to the patient death but could not be conclusively determined. Though a conclusive determination for the patient death cannot be determined, the death of the patient is not due to the device, and it is unlikely that the death is due to the ptab procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. H6: health effect - impact code - 4868 hemodynamic instability; 2418 loss of consciousness.

Event description:
The patient was being treated for peripheral arterial disease (pad) on (B)(6) 2025. The first torus stent (5.5x200) was deployed with no issue. During the deployment of the second torus stent (6.0x200) it was noticed that the stent itself was not flowering off the delivery system in the distal aspect. Even though there appeared to be plenty of room within the prior placed stent. It was noticeable that the 6.0x200 stent looked like it was still glued to the delivery system. All the standard techniques, including pushing the delivery system distally and rotating the delivery system, among other standard techniques were attempted; however, it appeared as though the stent was still somehow attached to the delivery system as it was moving in concert with the delivery system as it was pulled or pushed. Eventually, the entire torus stent delivery system (sds) was pulled back into the proximal anastomosis which dislodged the stent off the delivery system. The sds was removed with no issue. The stents were ballooned with no issue. The final torus stent 6.0x150) was deployed, and the procedure was completed per normal steps with no further issue. The end of the case resulted in an excellent technical result. There was no harm or damage to the patient. Subsequent to the initially reported information, the endologix clinical assessment identified that the proximal stent had landed low or possibly migrated requiring an additional non-endologix stent. Post procedure, while in recovery, the patient experienced hemodynamic instability, a retroperitoneal hemorrhage requiring administration of blood products, intravenous fluids, and vasopressors. The patient also developed respiratory failure and loss of consciousness requiring cardiopulmonary resuscitation and subsequently died on (B)(6) 2025.